Event description:
It was reported that at the start of a thermal ablation procedure, a small amount of d5w was noted to be leaking from the disposable cable connector. A second catheter was used to complete the procedure. There were no pt consequences. The procedure was extended 30-45 minutes. The pt was under general anesthesia.